Event description:
The hospital reported that the irrigation line was occluded during a pars plana vitrectomy surgery. The bell could not be heard and the infusion was not possible. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).